Event description:
Philips received a complaint by the customer on the v60 indicating that there a battery failure error had occurred. It is currently unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. A field service engineer (fse) went onsite and inspected the v60. The fse confirmed that the v60 was displaying an error for battery failure. It was then determined that the error for battery failure was due to the customer using a third-party battery. The customer informed the fse that they would swap the battery themselves.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file will be closed and will be reopened if new information becomes available.